Event description:
It was reported that there was high right ventricular (rv) lead threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: imu49j implantable pacing lead (B)(6) 2002, implanted: (B)(6) 2002; sedr01 implantable pulse generator (ipg), implanted: (B)(6) 2009. (B)(4).